Event description:
On 7/7/1999, the hs1000s was used on a 47 yr old male pt in cardiac arrest. The pt was shocked 3 times but the customer doesn't believe that a shock was actually delivered to the pt because the body didn't jump. An als crew arrived and transported the pt to a hosp. The customer believes that the pt was pronounced at the hosp. They tested the unit on 4 different sim testers. The shock indicated light on the sim tester did not light but the printout from the test tape indicated a shock was delivered. Also, the taple deck did not record the event.